Event description:
Lead wire for dobhoff tube would not come out easily. Had to remove the entire tube and insert a new one. No injury to patient. Tube is supposed to be flushed with 10ml of saline before stylet is removed. Nowhere in the packaging does it say that you have to flush the tubing. The packaging does say "activate the hydromer coating prior to stylet removal", but it does not say how to do this. FDA safety report ID# (B)(4).